Manufacturer narrative:
Product was quarantined.

Event description:
A distributor reported to beckman coulter inc. (Bci) that they received a synchron ld reagent cartridge with a leak due to a loose cap. No injury was reported for this event.